Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the emergency room with a heart rate in the 30's, when this pacemaker is programmed to 60 beats per minute (bpm). Some undersensing of the patient's low atrial fibrillation (af) was reported. Additionally, the right ventricular (rv) lead was oversensing something, which caused some pacing inhibition on this pacemaker dependent patient. The mode and sensitivity were reprogrammed and the minute ventilation feature was turned off. The following day, the device system was replaced and abandoned surgically. No additional adverse patient effects were reported.